Manufacturer narrative:
E1: reporter facility name: (B)(6). E1: reporter address 1: (B)(6) hospital. B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and found that the downstream occlusion (dso) sensor was faulty and therefore the customer¿s reported problem was confirmed. To solve the problem, the dso sensor was replaced.

Event description:
It was reported that the device¿s display showed permanently the message ¿cassette not attached properly¿. There was no patient involvement.